Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported, right side "textured implant", rupture, capsular contracture, baker grade I. And "increase in amount of right echogenic intracapsular fluid". Confirmed through ultrasound. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade I and "increase in amount of right echogenic intracapsular fluid" confirmed through ultrasound. The device has been explanted.